Manufacturer narrative:
While there is no indication that a serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use. The device was evaluated and found to have a defective measurement cable. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it was reported that a propex ii apex locator was giving incorrect measurements. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome.